Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump was not delivering insulin through the tubing well. Blood glucose was not reported. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.